Event description:
On 08/23/2007, baxa was notified of an incident that happened, that resulted in a patient who required resuscitation, and also required a blood transfusion, sodium bicarb and a dopamine drip. The customer reported, that the patient was infused with a tpn solution for approximately 18 hours, when the patient began going into distress, the pharmacist was called and a 'rust color' was observed on the filter. The customer's subsequent investigation revealed that the user entering the tpn order into the abacus tpn calculating software mistakenly entered the patient's weight as 72kg instead of .72kg (720g). The patient was over delivered both trace elements, and cysteine, which are dosed per kg, whereas most other ingredients are dosed per day. The customer reports that the patient is alive, however, they have intracranial hemorrhage. It is unknown if severe prematurely or this adverse event contributed to this hemorrhage.

Manufacturer narrative:
There were several factors that contributed to this event. The customer reported, that all neonatal orders come into the pharmacy with the patient's weight in grams; all other orders come into the pharmacy with the patient's weight in kg. In the abacus calculation software, there are safety features that are resident in the software in order to mitigate the potential for an over-delivery of an ingredient. These safety features can be implemented several different ways by the facility pharmacists. During this investigation, it was determined that the safety features were not applied to the neonatal tpn orders only adult tpn orders. The abacus calculation software operated as designed. The verification label along with the associated documentation that is produced with the order of the tpn bag clearly indicate the ingredients, and patient weight within the tpn solution; pharmacist and physician verification of the tpn bag failed to identify the incorrect patient weight and incorrect ingredient amounts. A review of the product hazard analysis (pha) and customer complaint data for this product was conducted, and it was determined that this issue not occurring with greater frequency or severity than is expected for the device, as documented in the pha.